Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the display was found to be blank at power up with audible and vibratory functions. None of the buttons could be tested due to the blank display. Upon further inspection, the blank display was found to be cracked. A test display was found to be fully functional upon replacement. The returned battery cap was used for testing and was able to be fully tightened. Unrelated to the initial complaint, the battery compartment was found to be cracked near the top of and below the bumper pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged-cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.